Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable corrected information: d10 investigation evaluation: reviews of the device history record, complaint history, manufacturing instructions, the instructions for use, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances for the complaint device lot. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The provided information stated the basket of the device did not open before use. Based on investigations of returned devices for the same issue, there is no consistent failure mode that could be assumed to have occurred for this case. All devices are inspected for damage and functionality prior to packaging. Accordingly, a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is warranted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an unspecified procedure regarding a patient of unknown gender and age, a ngage nitinol stone extractor did not open. This was observed as the device was removed from the packaging and upon first use. Another similar device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.